Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right side breast implant deflation, and bilateral ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a 375cc mentor smooth round moderate profile on right side and with unknown size unknown saline implant on the left side and was presented with right side breast implant deflation, and bilateral ptosis. As a result, the patient underwent bilateral explantation, and replacement with catalog number: 3502275; serial number: (B)(4) on the left side, and with catalog number: 3502275; serial number: (B)(4) on the right side on (B)(6) 2019. This report is for the patient¿s left-sided device.